Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00009 and 2243441-2017-00010. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported withdrawal difficulty with the involved angio-seal device. Follow up communication with the user facility reported the angio-seal was pulling and causing discomfort to patients. Additional information was received on 04/04/2017. The reported issue happened during pullback of the device, after anchor was already set. The suture was mobile, but unwinding slowly, hard to pull out of patient. Hemostasis was achieved. They had successful closure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation, therefore the investigation was based on the user facility information and the device history records. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the root cause. The device was manufactured to specifications and was released in a conforming state. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.